Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with full mtx surface texturing and microgrooves (tsvtb10) was received for investigation. Visual inspection of the returned product identified a fractured implant at the collar level and bone residue around the external threads due to usage. Pre-existing conditions noted were: diabetes and low bone density (type iii). The reported device had been located on tooth # 13 for approximately 5 years. X-ray or images were not provided. As a result, bone loss could not be verified. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported implant fracture and peri-implantitis (infection + bone loss). The reported complaint of fracture was confirmed through visual inspection. However, the reported event, peri-implantitis (bone loss + infection), could not be verified. Bone loss could not be verified since x-ray images were not provided. Additionally, infection could not be verified through visual inspection of the returned device since it is a medical condition. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report, d4: expiration date, UDI , g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type , h3: device evaluated by manufacturer: change ¿no' to 'yes' , h4: device manufacture date, h6: evaluation codes, h10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. First name unknown / not provided.

Event description:
It was reported that the implant was fractured and removed. The patient also suffered dehiscence, abscess, and inflammation. Tooth location 13.